Event description:
Per information provided: on (B)(6) 2009: patient was diagnosed with bilateral inguinal hernias, umbilical hernia, and incisional hernia thereby underwent laparoscopic inguinal hernia repairs with the implant of two 3dmax meshes (device #1 & #2) and open umbilical & incisional hernias with the implant of composix kugel mesh (device #3). Per operative notes, ¿on the left side found a direct inguinal hernia with a large cord lipoma. On the right side found a small indirect and direct hernia. Placed two 3dmax meshes (device #1 - left & #2 - right) on both right & left side. Tacked these to the pubic bone. Found a small umbilical hernia defect, just superior to this showed a large incisional hernia and a composix kugel hernia mesh (device #3) was then placed.¿ on (B)(6) 2009: patient was diagnosed with abdominal wall abscess thereby underwent incision and drainage with abdominal wall abscess, debridement into and including the subcutaneous tissue of abdominal wall. Per operative notes, ¿made an incision directly through the previous incision and was able to enter the abscess cavity and drain it out. Small pieces of residual suture from the previous surgery were seen. These were removed. Appears to be granulation tissue.¿ from on (B)(6) 2009: patient visited hospital for abdominal wall wound infection, necrosis, abscess. On (B)(6) 2012: patient was diagnosed with infected inguinal hernia thereby underwent exploratory laparotomy with the removal of mesh (device #2). Per operative notes, ¿inflammation in the right lower quadrant. An area of soupy purulence was encountered surrounding what appeared to be a 3dmax (device #2). The mesh (device #2) was excised. Mesh was densely adherent to surrounding structures.¿ on (B)(6) 2012: removed a long piece of hard plastic mesh most consistent with the ring from composix kugel hernia mesh (device #3). Also removed several other pieces of mesh that were in the wound as well. There is a lot of granulation tissue. On (B)(6) 2012: patient was diagnosed with infected mesh thereby underwent repair with the removal of composix kugel mesh (device #3), closure of ventral hernia. Per operative notes, ¿the area of composix kugel hernia patch (device #3) was detected, and dissection was carried out dividing the hernia sac and fascia cranially. The mesh was (device #3) dissected in its entirety.¿ on (B)(6) 2012: patient was diagnosed with left inguinal hernia mesh infection & persistent right groin wound thereby underwent repair with the removal of left inguinal hernia mesh 3dmax (device #1). Per operative notes, ¿made an incision through the left groin hernia repair incision and dissected down to the fascia into the inguinal canal dissecting the inguinal structures including the ileal long nerve. Found a pocket of watery purulent material with the hernia mesh. Removed the mesh (device #1). The right groin wound was debridement.¿ attorney alleges that the patient had abscess, adhesions, infection, pain, hernia recurrence and emotional injuries. It was also alleged on (B)(6) /2009 patient underwent revision surgery for incision and drainage of abdominal wall abscess and debridement into and including subcutaneous tissue of abdominal wound, and on (B)(6) 2013 for open repair of recurrent right inguinal hernia and open incisional hernia repair.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 2 years 10 months post implant of 3dmax mesh, patient was diagnosed with infection, adhesion, purulent discharge, inflammation thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list , adhesion, inflammation as a possible complication(s). The warnings section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the device.¿ note, the manufacturing date (15-sep-2008) is considered to be a best estimate. This emdr represents the 3dmax mesh (device #2). Additional supplemental emdr's were submitted to represent the composix kugel mesh (device #3) and 3dmax mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.